Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip (xtw) device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the device interaction resulting in single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). Although there was some challenges with visualization due to the imaging quality and the patient anatomy the first mitraclip (xtw) was implanted without incident. During placement of the second mitraclip (ntw), it contacted the first clip resulting in a single leaflet device attachment. The second clip was implanted to stabilize the first clip. The procedure was completed with mr grade 2+. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis as the clip remains implanted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported device causing damage to another device is the result of user technique. The reported poor imaging resolution is the result of the combination of imaging quality and patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.